Manufacturer narrative:
The clip delivery system was returned. All available information was investigated, and the reported unintended movement (clip open-locked) could not be replicated during returned device analysis as the clip was deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - locked) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Subsequent to the initially filed medwatch report, the following information was received: an additional clip was implanted to stabilize the opened clip. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for clip opening after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. All steps were performed per instructions for use during preparation and procedure. A mitraclip ntr was deployed; however, after deployment the clip opened to 80 degrees. Post procedure mr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.